Event description:
Lap cholecystectomy - "dr. (B)(6) went to place clip over vessel and handle of clip applier locked and would not fire clips. Went to open up another 5mm clip applier and had scissoring occur with the clip. When he went to open a 3rd clip applier, he had scissoring occur again with this one."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.